Event description:
It was further reported that two additional batteries exhibited power switching.

Manufacturer narrative:
Corrections for initial MDR: unk batteries corrected to (B)(4). Product event summary: two controllers ((B)(4)) were returned for evaluation; six batteries ((B)(4)) were not returned for evaluation. Various analyses were reviewed and conducted in order to evaluate the performance of the devices in relation to the reported events. Failure analysis of the returned controllers revealed that the devices passed visual examination and functional testing. Log file analysis of (B)(4) revealed that the controller was not in use during the reported event. Log file analysis revealed that the controller, (B)(4), in use during the event date contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Analysis of alarm log files revealed one critical battery alarm involving (B)(4) due to a communication error. Additionally, two (2) controller power-ups and associated motor start events were logged on 08may2018 at 18:56:11 and 18:56:49. The data point prior to the power up events revealed that (B)(4) was connected to power port 1 with 22% relative state of charge (rsoc) and (B)(4) was connected to port 2 with 64% rsoc. The data point after the controller power ups revealed that (B)(4) was connected to power port 1 with 97% rsoc and (B)(4) was connected to port 2 with 64% rsoc. Controller, (B)(4), was without power for approximately 52 seconds. Several momentary disconnections were logged before the controller power ups involving (B)(4). Momentary disconnections will result in audible tone or beeps. This observation is likely related to the reported ¿beep and go dark with no lights¿. As a result, the reported events were confirmed. The most likely root cause of the reported beeps and power switching events can be attributed to momentary disconnections. The most likely root cause of the reported critical battery alarm can be attributed to communication errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and to evaluate momentary disconnections. Other devices involved in this event: heartware ventricular assist system ¿ battery (B)(4)/ model #: 1650 / expiration date: asku UDI #: asku. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had indicated their controller exhibited a critical battery alarm. Two separate controller changes were performed but it is unclear which controller was associated with which event. The batteries remain in use. There have been no further alarms since the second controller exchange and the power sources were serviced with lubricant.

Manufacturer narrative:
Corrections: h6 product event summary: the controller (B)(4) and four unknown batteries were not returned for evaluation. The reported event could not be confirmed since the controller log files covering the reported event are not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported critical battery alarm may be attributed to communication errors between the controller and batteries. A possible root cause of the reported power switching can be attributed to communication errors and/or momentary disconnections. However, the reported ¿beeps¿ are most often attributed to momentary disconnections. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 d4: controller 2.0 / (B)(4) / model #: 1420 / expiration date: 2018-06-30 UDI #: (B)(4). D10: no h4: mfg date: 2017-06-30 h5: no h6: patient code(s): c76143 h6: device code(s): c62952, c62979, c63025, c63205 h6: FDA conclusion code(s): 92 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system-battery, serial# unk, model #unk / exp. Date: unk, UDI#: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: unk, labeled for single use: yes. Heartware ventricular assist system-battery, serial# unk, model #unk / exp. Date: unk, UDI#: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: unk, labeled for single use: yes. Heartware ventricular assist system-battery, serial# unk, model #unk / exp. Date: unk UDI#: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: unk, labeled for single use: yes. Heartware ventricular assist system-battery, serial# unk model #unk / exp. Date: unk UDI#: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: unk, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient which lives remotely in (B)(6), called coordinator complaining about critical battery alarm. Coordinator is unable to visually assess and troubleshoot the equipment and must rely solely on patient reports of the event over the phone. Not able to collect log files. Patient reported laying in bed and getting a red alarm, batteries showing red (not sure how accurate this is) with one side having one bar and other having three bars. Pump did not stop. Patient stood up to call and it all went away. Patient is still at home and all equipment is functioning as expected. Patient changed controller and batteries have been working fine with no further alarms. Patient will not be returning batteries at this time. Device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited power switching. The controller would beep and then "go dark with no lights."